Event description:
The instruments were used during a laparoscopic pelvic oopherectomy. It was reported on the first firing of the stapler it did not cut. The stapler was reloaded and still would not cut. A new instrument was opened and the handle broke upon firing. Another instrument was opened that worked. There was no consequence to the pt.